Event description:
A report was received that the patient is experiencing a pinching sensation at the lead site. Reprogramming was done but was unsuccessful in removing the discomfort feeling. The physician replaced patient's leads and the patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2218-50 serial#:(B)(4) description:linear st lead, 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility.